Manufacturer narrative:
Vyaire file identification: (B)(4). Field service representative checked on the unit. Replaced turbine and verified that both delivered and monitored is in spec. No motor fault and test passed vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault issue. There was no patient involvement reported from this event.